Manufacturer narrative:
Insufficient device information provided, unable to perform any further investigation. At this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Skin reaction was reported and medical intervention (steroid) was provided for the event.